Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted to the motor assembly or electronic assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the device had been exposed to moisture. The customer's blood glucose was 118 mg/dl. The customer stated that someone had thrown a bucket of water at him, leading the insulin pump to be exposed to water. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.